Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced difficulty with charging. As a result, the patient underwent surgical intervention on (B)(6) 2017 where the ipg was replaced with a new model. Effective therapy was restored postoperatively.